Event description:
The customer reported that the system did not boot up.

Manufacturer narrative:
The ge service rep checked all ac and dc voltages. He reseated all boards and cables. The system operates as intended.